Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the inner shaft markers. The stent had a deformed and raised strut on the 30th segment from the distal end. The distal tip was flared. (B)(4).

Event description:
The physician intended to use an endeavor resolute stent. The device was removed from packaging per IFU and inspected, with no issues noted. The target lesion in the lad had severe tortuosity, moderate calcification and 85% stenosis. Lesion pre-dilation was done with a 2.5 x 30 mm balloon. Resistance was encountered when advancing the endeavor resolute device. Excessive force was not used during delivery. It was reported that the device did not pass through the lesion because of the vessel tortuosity. After the system was pulled back, deformation was observed on the stent struts. The physician believes that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The physician completed the procedure with another 3 x 38 mm endeavor resolute stent. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.